Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the denali filter system that are cleared in the us. The pro code and 510 k number for the denali filter system are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 08/2025).

Event description:
It was reported that during a vena cava filter placement procedure via a jugular approach, the leg of the filter was allegedly twisted and the filter allegedly failed to expand. It was further reported that the filter was removed and another filter was used to complete procedure. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the the denali filter system that are cleared in the us. The pro code and 510 k number for the denali filter system are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported failure to expand issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2025), g3, h6 (method). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure via a jugular approach, the leg of the filter was allegedly twisted and the filter allegedly failed to expand. It was further reported that the filter was removed and another filter was used to complete procedure. There was no reported patient injury.